Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high out-of-range pacing impedance and failed to capture at high output in both unipolar and bipolar pacing configurations. Multiple implant locations were attempted without success. The rv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. A complete lead was returned in one piece. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.